Event description:
Per customer, sling allegedly has rips / holes around the straps. Facility states they are allegedly not bleaching the slings and are drying correctly. No injury is alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model r112 serial number/date code unknown has an unknown age. The user manual for standard slings is part number 1023891 and the latest revision is rev I (oct-08). Rev I will be used for this documentation. It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The care taken with the sling is unknown. The consumer notified invacare upon finding the rips and holes as described on page 6. On page 6 the following notes and warnings are provided: "care - note: laundering should always be done with dark colors. The sling should be washed regularly in a water temperature not to exceed 180 degrees f (82 degrees c). Do not bleach. Air dry or dry at low temperature. Inspect with each use. Refer to tagged washing instructions on the sling. And, "warning - after each laundering (in accordance with instructions on the sling), inspect sling(s) for wear, tears, and loose stitching. Bleached, torn, cut, frayed, or broken slings are unsafe and could result in injury. Discard immediately.